Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator(ICD) that misdiagnosed ventricular tachycardia as supraventricular tachycardia causing the ICD to withhold therapy. Programming changes were implemented. Then in (B)(6) 2021, the programming changes, along with noise on the discrimination channel, caused the ICD to misdiagnose supraventricular tachycardia as ventricular tachycardia leading to an inappropriate shock. No changes or interventions were reported. The patient condition was unknown. Further information was requested but not received.